Manufacturer narrative:
Insulin pump unable to vibrate due to broken vibrator motor black wire. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating. The customer¿s blood glucose level was unknown. The customer stated that the pump was vibration mode and pump stopped working. The customer stated that during deliver of insulin the pump did not response with a vibrate. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised that the pump needs to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. . The insulin pump will be returned for analysis.